Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified a complete circumferential tear in the balloon material and a break in the shaft. The balloon circumferential tear was located at 3.8cm distal to the proximal touch-up. An examination of the tear also identified a longitudinal tear in the balloon from the circumferential tear site which extended proximally along the balloon for a total length of 2cm. Inside the proximal section of the balloon tear was a detached makerband. It is most likely that the markerband detached from the shaft as a result of severe tensile force having been applied to the shaft, causing the shaft to stretch down and inevitably break. The break in the shaft was located at the lapweld site. The distal section of the break, including the tip and distal section of the balloon tear was returned in a plastic container. The distal section of the shaft break was severely stretched and kinked measuring 14.2cm in length from the tip to the break site. The distal section of the balloon tear was bonded on the shaft at the distal bond and was pulled towards to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon inflation, the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.